Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.  Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with pre-op diagnosis: herniated nucleus pulposus cervical 5-6. The patient underwent: anterior neural decompression cervical 5-6, anterior discectomy and fusion cervical 5-6, anterior cage instrumentation cervical 5-6, anterior plate fixation c5-6, intra-op bi-plane fluoroscopy. As per op notes, neurological decompression of the anterior c5-6 cord was achieved. Then gelfoam was placed in the anterior aspect of the cord space with floseal and then a cage implant made of peek material form was affixed in the inter distal space 8mm in height, filled with cancellous autologous bone and bmp. Then a plate was affixed to the anterior body of c5 and c6 with two cancellous unicortical fixation screws and then locked proximally and distally using plate. The patient was discharged in good condition. Patient alleges radiculopathy due to the use of rhbmp-2.